Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the neurostimulator (ins) was implanted too deep at first and they did surgery to move the ins closer to (B)(6) 2017. Patient stated she has had issues with recharging since beginning and the rep recommended using adhesive discs. No further complications were reported/anticipated.